Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported a false negative result with the binaxnow¿ covid-19 antigen self test performed (B)(6) 2021 using an unknown sample swab. The user reported that they performed an antigen test on friday, with a product that was not a binaxnow product and received a positive result. The customer then performed a binaxnow¿ covid-19 antigen self test and received a negative result. No additional patient information, including treatment and outcome, was provided.

Event description:
The user reported conflicting results with the binaxnow¿ covid-19 antigen self test performed using an unknown sample swab. The first tested was performed on (B)(6) 2021 and generated a negative result. The second test was performed on (B)(6) 2021 and generated a positive result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 171295 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 171295 and test base part number 195-430h / lot 168935. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 171295 showed that the complaint rate is (B)(4) and (B)(4) respectively. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and correct the previously reported results from false negative to conflicting results. Additional information: the user performed two binaxnow self tests and received conflicting results. The user did not undergo additional confirmatory testing. The user mentioned she don't have any symptoms. The user mentioned that she contacted her doctor and she was advised to isolate herself and she's already on her 10th day quarantine period. The user also said that she is perfectly fine and just waiting to finish the quarantine period and she will contact again her doctor.